Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of an internal iliac artery aneurysm, the embolization coil detached in the catheter during retraction and stretched in the artery during removal of the catheter. A covered stent was implanted to secure the coil to the vessel wall. There was no reported patient injury or sequela.